Manufacturer narrative:
The device has been received for analysis. Upon completion of the complaint device failure analysis, if from that review further relevant info is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp on march 13, 2009, that a combo cath wire-guided cytology brush was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, during the procedure, the device brush partially deployed then stopped. Furthermore, the handle broke off the device and the brush would not extend or retract within the sheath.